Event description:
A 1059 mayfield skull clamp was involved in an incident that was described as follows, the round head broke off into swivel base. At the end of the case, the resident removed the skull clamp from the pt and the piece fell off, there was no injury to the pt at all and did not involve the mayfield points at all. The procedure was a right frontal ventriculojugular shunt with neuronavigation. The pt was positioned supine with the head slightly turned to make the right side more prominent. The case lasted almost 5.5 hours. The event did not involve the pins.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.